Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that a zxr00 20.0 diopter intraocular lens (iol) was explanted due to the patient outcome not being good. The zxr00 was exchanged with a non-amo iol. Additional information was later provided: the lens was implanted on (B)(6) 2016 and then re-positioned on (B)(6) 2016. The lens was subsequently explanted on (B)(6) 2017 and replaced with a non-amo lens. There was nothing wrong with the lens itself, it was loaded and implanted perfectly. There were no injuries or complications. One (1) week post lens exchange, the patient reported distance vision is still blurry. Distance visual acuity sans correction (dva sc) was 20/80. However, near vision has improved dramatically since exchange. Near visual acuity (nva) was 20/30. Patient has one (1) large floater central in visual axis that interferes with vision sometimes and it's noted the patient is still on ketoralac. No further information was available.

Manufacturer narrative:
Additional info: the surgery site provided additional details on the patient and symptoms. The lens was explanted due to patient dissatisfaction. Here are the patients complaints. On (B)(6): (1 day post op)- extreme halos. On (B)(6): (1 week post op)- unable to distinguish road signs; must use readers for up close and intermediate distance. On (B)(6): still depending on reading glasses; unable to distinguish road signs. On (B)(6): iol (lens) was repositioned. On (B)(6): (1 day post op of iol reposition) glare and blurry. On (B)(6): (1 week post op iol reposition) very blurry, no improvement in va,(visual acuity) c/o (complains of) floaters. On (B)(6): still dependent on reading glasses, no improvement in distance, floaters on (B)(6) 2017: vision still blurry at all ranges, street signs unable to be made out, dependence on readers, floaters. On (B)(6) 2017: no improvement, floater looks like a water spot. The lens was explanted on (B)(6) 2017. The doctors notes said the lens had shifted temporally slightly. Notes did not mention a degree, but guessing slightly means less than 10 degrees. Device available for evaluation: yes. Returned to manufacturer on: 03/20/2017. Device returned to manufacturer: yes. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/20/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.